Event description:
It was reported that the implantable pulse generator (ipg) battery longevity dropped unexpectedly and the device showed premature battery depletion. The ipg remains in use and is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
Further information was obtained, which indicated the device was explanted and replaced. No patient complications have been reported as a result of this event.